Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was originally reported to philips the device experienced an spo2 issue. It was later clarified the issue experienced was an etco2 issue. There was no patient harm.